Event description:
End user advised the provider they were missing a caster from the bed assembly. Consumer did not advise that there was any damage to the outside of the box. No additional information provided